Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
The customer alleged discrepant results generated from the cobas liat system (s/n (B)(4)). A customer from (B)(6) alleged discrepant results for a patient sample using the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)). On (B)(6) 2021 the customer reported that a patient who came to the emergency room was tested for sars-cov-2, influenza a and influenza b and received positive results for the sars-cov2 and influenza a targets that was analyzed on the cobas liat system (s/n (B)(4)). The patient¿s same sample was retested on a different platform the cepheid genexpert that generated negative results for sars-cov-2 and influenza a. A recollected sample was tested on a different cobas liat system (s/n unknown) that generated negative results for sars-cov-2 and influenza a. Patient sample was collected using throat and deep nose swab, media type used to collect the patient sample was not provided. The positive results were not reported out. The customer confirmed there was no allegation of harm to the patient.